Event description:
A (B)(6) y/o patient with history of hypertension, acute on chronic chest pain and positive stress test. A cardiva vascade 6/7f vcs femoral artery closure plug/patch used, but the collagen plug did not deploy as expected. Thus, causing a hematoma. Manual pressure applied following the malfunctioning of the vascade vcs.